Event description:
It was reported that during a hemorrhoidectomy procedure, the device misfired; the blade did not cut the tissue and none of the staples formed. Had to hand sew the anastomosis to complete the procedure. There was no pt consequence.